Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report torn chordae. It was reported that on (B)(6) 2022, a patient presented with grade 4+ functional mitral regurgitation (mr), a restricted anterior, a restricted posterior, and a history of dialysis. During the procedure the mitraclip ntw got caught in chordae, lateral of a2/p2. The ntw was removed from chords without difficulty. The clip was then implanted without issue reducing mr to 1+. At the conclusion of the procedure there was a torn chord noted. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information, a cause for the reported difficulty removing the clip from anatomy could not be determined. The reported tissue injury appears to be a cascading event of the difficulty removing the clip from anatomy. Additionally, the reported patient effect of tissue damage is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.